Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during implant procedure, lead noise was noted on the atrial lead. It was stated that extending the helix, releasing the hand from the lead once, changing the lead position and exchanging to another programmer did not resolved the issue. As such, the physician elected to remove and replace the lead. The procedure was completed without any adverse consequences to the patient.